Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported that the pt had a bowel perforation and surgeon was wondering if the composix was related to this. It seems the ring was not broken.